Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During procedure it was noted that the end of the sheath was blunt and unshapely-on the transition between sheath and dilator. The physician was not able to introduce the sheath because of damaging of the tip. So they had to use another one to continue this procedure. No problems with this patient after that and normal outcome of this intervention. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Per further review it was noted the tip damage had keen edges.